Manufacturer narrative:
The complaint is not confirmed. A product evaluation could not be performed because the device has not been returned and no photos have been provided. Investigation description a DHR review was performed and no deviations or ncrs were found to be initiated for lot# 230003. Risk assessment: per fmea risk-0029 rev. 03, the complaint may be associated with the following potential failure mode: potential failure mode: user fails to establish appropriate level (450 - 600 mmhg) of vacuum. Potential effects: the cup will not adhere to the fetal head. Harm 1: delayed procedure. Severity: 1. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "acceptable". Harm 2: delayed procedure with fetal distress. Severity: 4. Potential cause: lack of attention, not qualified personnel. Probability of occurrence: 1. Risk is considered "monitor". Root cause analysis. No root cause can be determined because a product evaluation could not be performed and the complaint was not confirmed.

Event description:
In the customers words "incident : " difficulty in performing the vacuum immediately after application, prolonging the period expulsion and putting the newborn's life at risk". It is unknown if the device is available to be sent back; if the device is returned, a new complaint investigation will be opened.